Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: hi, which on the system indicates a result in excess of 600 mg/dl and 267 mg/dl (aviva) and 140 mg/dl (emergency medical service meter). No adverse event reported. Return of the suspect device was requested for evaluation.